Manufacturer narrative:
Pt info: unknown, information not provided. Date of event: unknown, not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that there was red fiber observed on the intraocular lens that was unable to be removed. There was no patient contact. This was observed during handling prior to insertion. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/23/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The lens was received adhered to the outside of the carton. Considering the condition of the returned lens, the investigation was unable to identify the reported foreign matter due to possible contamination. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.